Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged and exhibited high pacing thresholds. Additional information indicates that dislodgement was confirmed through x-ray. The lead was still in the coronary sinus but backed up from original position and was capturing at high output causing phrenic nerve stimulation. This lead was explanted. No additional adverse patient effects were reported.